Event description:
It was reported that the stent broke upon removal. Able to remove the piece using laser, then the piece was pulled out with the basket. There was no harm to the patient.

Manufacturer narrative:
No sample is available for evaluation. The finished product met all specifications prior to being released for general distribution. The instructions for use states in the precautions sections the following related to proper use of stents: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient's condition and other patient specific factors. When long-term uses is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." (B)(4).